Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware. D6b: explant date: on (B)(6) 2024). Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-70, serial number: (B)(6), batch/lot number: 15431217, model/catalog description: artisan lead 70 cm, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to an unknown reason. No further information has been obtained.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware. D6b: explant date: ((B)(6) 2024). Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-70. Serial number: (B)(6). Batch/lot number: 15431217. Model/catalog description: artisan lead 70 cm. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to an unknown reason. No further information has been obtained.